Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of the transmission, it was noted the lead exhibited noise over-sensing triggering automatic mode switch episodes. No intervention was performed. The condition of the patient was unknown.

Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of the transmission, it was noted the lead exhibited noise over-sensing triggering automatic mode switch episodes. No intervention was performed. The condition of the patient was unknown and will be continue to be monitored.

Manufacturer narrative:
Correction: please retract this report 2017865-2022-02092 as the complaint was reported in 2017865-2022-02185.